Manufacturer narrative:
Novocure concurs with prescribing physician that pulmonary embolism was related to patient's hypercoagulable state secondary to glioblastoma and was not related to optune therapy. Additional risk factors in this particular patient include smoking. Pulmonary embolism was reported on the pivotal ef-11 recurrent gbm trial as an adverse event in both arms of trial (1% optune therapy and 2% chemotherapy arm; related 0% optune therapy, 1% chemotherapy). Hypercoagulability and risk for venous thromboembolism in the setting of a cancer diagnosis and chemotherapy administration has been described extensively (e.g. Nccn guidelines 2014 - venous thromboembolic disease). In addition, multiple studies in the literature describe the incidence of pulmonary embolism in gbm patient population from 0.5 - 8%.

Event description:
Patient with recurrent glioblastoma began optune therapy on (B)(6), 2015. On (B)(6), 2015, patient presented to the hospital with painful respiration, fever, and tachycardia. Chest CT showed irregular airspace opacities of the lower lungs, likely due to atelectasis, no pulmonary arterial embolism, and no pericardial effusion. Chest x-ray showed underinflated lungs, minimal bibasilar atelectasis, and no consolidation. Patient was not admitted to the hospital for the events. On (B)(6), 2015, patient was admitted for shortness of breath and hypoxia. Patient temporarily discontinued optune therapy upon hospitalization. Chest CT scan revealed new onset bilateral pulmonary emboli (pe). Patient was treated with heparin and hematocrit levels stabilized. During hospitalization, the patient developed lower extremity edema. Doppler ultrasound showed no deep vein thrombosis (dvt). On (B)(6), 2015, patient was discharged with self-administered enoxaparin and planned to resume optune therapy. Patient did not have a history of pe/dvt and was not anti-coagulation therapy at the time of the event. Per prescribing physician, the cause of the pe was the patient's hypercoagulable state secondary to glioblastoma. The event was not related to optune therapy.